Manufacturer narrative:
Per the clinic, it was reported that the internal magnet has extruded through the skinflap. Revision surgery is planned; however, it is unknown if it has occurred, as of the date of this report. This report is submitted january 2, 2020.

Manufacturer narrative:
Correction: the internal magnet was not replaced. The device was explanted on (B)(6), 2022 and the patient was reimplanted with another cochlear device during the same surgery. Device analysis indicated device failure. Device analysis report attached. This report is submitted on june 22, 2022.

Manufacturer narrative:
Per the clinic, the patient underwent revision surgery to replace the internal magnet on (B)(6) 2022. This report is submitted on may 20, 2022.

Manufacturer narrative:
Correction: the previously reported extrusion did occurred with this device. The patient is bilaterally implanted and the extrusion occurred on the contralateral ear (6000034-2019-02142). This report is submitted january 10, 2020.

Manufacturer narrative:
This report is submitted on october 14, 2019.

Event description:
Per the clinic the patient experienced a dislodged magnet (date not reported) following an MRI (tesla unknown). Surgery to reposition the magnet is planned but has not taken place as of the date of this report.